Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their pump supplies to resolve the occlusion alarm. Additionally, the customer received a cartridge alarm 1 stopping all insulin deliveries. The customer loaded a new cartridge resolving the cartridge alarm. The customer's blood glucose (bg) level was not impacted. Tandem technical support educated the customer regarding occlusion alarms.